Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported as the surgeon was putting the device in the trocar, she tore the gasket. This caused the trocar to leak co2 and it had to be replaced. There was no consequence to the pt.